Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump was not delivering the correct programmed bolus amount. Insulin pump did not pass self-test. Insulin pump would be replaced. Customer's blood glucose was not reported.

Manufacturer narrative:
The pump passed the self test and displacement test. The pump was monitored for three days and several boluses were programmed and delivered. All boluses delivered were properly recorded at the bolus and daily totals history screens. The pump had minor scratches on the lcd window, a cracked case at the display window corners, cracked battery tube threads, a cracked reservoir tube lip and a cracked case at the reservoir tube window corners.